Event description:
A patient reported blood glucose results of "161 mg/dl, 156 mg/dl, and 171 mg/dl" with a lifescan meter, performed within 10 minutes of each other. There is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.